Event description:
It was reported that the ventilator generated alarms for low expiratory tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The review of provided logs revealed that the low tidal volume alarm was repeatedly triggered, even when the displayed tidal volume remained within the alarm threshold. Investigation determined that this issue origins from a software anomaly, primarily occurring in simv modes with relatively high simv rates. This is a measurement issue of low risk that does not impact the actual delivered tidal volume but may cause nuisance alarms. A software improvement to resolve this issue will be included in the next software release.

Event description:
Manufacturer's ref #: (B)(4).